Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed. Noise was also observed. During the laser lead extraction to explant the lead, the patients blood pressure began to drop and the chest was opened. A tear in the svc was found. The svc was repaired. The patient was placed on a life vest and doing well and walking around after being extubated. The lead was discarded in the field.